Event description:
Hi there, I am not a medical student but I do have a big interest in medicine. I've had about 8 tan can cessions, simply to appear more bronze- looking for my matrix farewell. I do not wish to cause any harm to my body and I am reaching out to get a professional opinion on when tanning is enough. Since my 6th or 7th appt, I got small itchy spots on the inside of my arm, I am aware that part of my body is fairly sensitive to the sun. My only concern is how do I know that these symptoms are not a sign of melanoma skin cancer? Tan can.